Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 190-200mg/dl fasting. Verified test strips expire 02/28/218. Customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Customer performed a back to back blood test hi and 579mg/dl non-fasting. Reviewed meter memory: (B)(6). Customer calling asking what hi meant. Customers meter was miss coded, so caller was trained to have proper coding of meter. Date is correct time is not in meter. (Caller was in hospital last night due to copd per customer).